Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no report of pt involvement. Investigation/ conclusion: the unit was returned to the mfg site for investigation. The unit was tested, and the reported complaint was confirmed. The vaporizer was disassembled and metal contamination was noted under the thermostat flapper, resulting in an opening of the oxygen passage leading to output deviation. The process control plan for mfg the tec 7 sump has been reviewed and found to be adequate. This is considered an isolated occurrence.